Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low alert and a threshold suspend alarm at about 3 am. Customer stated that her sensor glucose was 68 mg/dl and her blood glucose was 108 mg/dl. Customer stated that she calibrated and bolused. Customer stated that she continued to receive false alerts. Customer stated that her sensor glucose was once 48 mg/dl and her blood glucose was 113 mg/dl. Customer was advised to remove and change out the sensor. Customer will be sent a replacement sensor.